Event description:
Health professional reported "intracapsular rupture on ultrasound". Health professional later reported "the right upper quadrant and just lateral to the implant, there is a 7x8x6mm hypoechoic avascular focus? Very small pocket of peri-implant fluid". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "very small pocket of peri-implant fluid", rupture cont e1 phone number- (B)(6).

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The event of seroma is unable to be observed as it is a physiological complication.

Event description:
Health professional reported right side rupture and a "very small pocket of peri-implant fluid" (captured as seroma). The device has been explanted.

Event description:
Device was explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.